Manufacturer narrative:
H10: the lot number for the device was not provided and a lot history review was not performed. The device and two photos were returned for evaluation. The investigation was unconfirmed for pinhole in catheter and confirmed for partial catheter fracture. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The pro code for the x-port isp with groshong catheter products is identified in d2. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7707540j implantable port allegedly experienced a puncture. The information was received from one source. One patient was involved with no reported patient injury. The female patient's age and weight were not provided.

Manufacturer narrative:
The device and a photo were returned for evaluation. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us. The pro code for the x-port isp with groshong catheter products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 7707540j implantable port allegedly experienced a puncture. The information was received from one source. One patient was involved with no reported patient injury. The female patient's age and weight were not provided.